Event description:
Report received of an independent rate change resulting in an over-delivery of heparin. The pump was programmed to deliver 25,000 units of heparin on the primary line, with a volume to be infused (ctbi) of 500ml at a rate of 19ml/hr. The pt was in the emergency room. Reportedly, the pump was placed on hold and the pt was transferred to the CT scan area. Once the pt returned from CT, the pump sounded an unspecified audible alarm. The nurse placed the rotary control knob on run and left the room without looking at the settings or display message. Approximately 30 minutes later, the pump sounded an unspecified audible alarm. At this time, the nurse reportd that the bag of heparin was almost empty and the pump was programmed on the secondary line and the rate was 999ml/hr; however, there was no mediation hanging on the secondary line. The doctor was notified, and unspecified serum lab tests were drawn. The customer was unaware of any electronic interference. The pt was admitted to the hosp due to his original diagnosis, unrelated to the heparin over-delivery. The pt did not experience any adverse sequelae. Though requested, there was no further info available.